Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("chronic bleeding, abnormal bleeding (general), excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 45-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1 ((B)(6) 1991), emphysema pulmonary, insomnia, esophageal reflux, depression, uterine bleeding, herpes simplex, pre-diabetes, essential hypertension, night sweat, colonoscopy in 2014, gravida, termination of pregnancy - elective, dysplasia, reactive airways disease and benign tumour excision. Patient had no hyperplasia or malignancy encountered. Previously administered products included for an unreported indication: oral contraceptive nos, ibuprofen 800 mg, ibuprofen, tramadol, gabapentine, omeprazole and metoprolol. Concurrent conditions included overweight, rubber sensitivity, smoker, uterine leiomyoma, nabothian cyst, adenomyosis, sore throat since (B)(6) 2016 and gastrooesophageal reflux disease. Family history included cancer (father), diabetes (mother), hypertension, colon cancer, nicotine dependence, chronic sinusitis, allergic rhinitis, gastritis, constipation chronic, cyst breast, menometrorrhagia, pain in hip, low back pain, blood glucose abnormal and mammogram abnormal. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) for genital bleeding as well as anaesthetics, fluocinonide and salbutamol (proventil). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine enlargement ("uterine enlargement"), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("numerous infections"), bladder disorder ("bladder or urinary problems or changes"), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal wall pain"), pain in extremity ("legs pain"), urinary tract disorder ("bladder or urinary problems or changes") and gastrooesophageal reflux disease ("gastroesophagea re-flux disease"). The patient was treated with analgesics, gabapentin, metoprolol tartrate, omeprazole, tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and performed total laparoscopic hysterectomy with bilateral salpingectomy to remove essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, migraine, back pain, abdominal pain upper, abdominal pain and pain in extremity had resolved and the infection, hot flush, menorrhagia, bladder disorder, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine enlargement, urinary tract disorder and gastrooesophageal reflux disease outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: pelvic ultrasound has shown the uterus to measure 9.4 x 5.2 x 4.5 cm with a volume of 116 ml. The ovaries had a normal appearance.; on (B)(6) 2016: uterus and cervix weight: devoid of adnexa, 106 grams dimensions: 9.7 x 6.0 x 4.5 cm. Shape: pear. Serosa: smooth. Cervix: 3.9 cm in diameter. The ectocervix is pink, smooth and glistening. External as: slit-like, 9 mm patent. Endometrial cavity: 5.5 x 3.0 cm, triangular. Endometrial thickness: 1 mm. Endometrial appearance: tan-red. Myometrial thickness: 1.8 cm. Fallopian tubes right tube: 8.0 x 0.8 cm. Descriptive features: pink to dark red, smooth glistening outer surface with free fimbriated end and a small wire present within the lumen. Left tube: 7.0 x 0.8 cm. Descriptive features: pink-tan, grossly unremarkable, slightly congested tube with a free fimbriated end and a wire within the lumen of the proximal fallopian tube segment.. Concerning the injuries reported in this case, the following one/ones were reported via social media: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Event gastroesophagea re-flux disease added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("chronic bleeding, abnormal bleeding (general), excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no: c35241) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 (on (B)(6) 1991), emphysema pulmonary, insomnia, esophageal reflux, depression, uterine bleeding, herpes simplex, pre-diabetes, essential hypertension, night sweat, colonoscopy in 2014, gravida, termination of pregnancy - elective, dysplasia, reactive airways disease and benign tumour excision. Patient had no hyperplasia or malignancy encountered. Previously administered products included for an unreported indication: oral contraceptive nos and ibuprofen 800 mg. Concurrent conditions included overweight, rubber sensitivity, smoker, uterine leiomyoma, nabothian cyst, adenomyosis and sore throat since on (B)(6) 2016. Family history included cancer (father), diabetes (mother), hypertension, colon cancer on (B)(6) 2014, nicotine dependence, chronic sinusitis, allergic rhinitis, gastroesophageal reflux disease, gastritis, constipation chronic, cyst breast, menometrorrhagia, pain in hip, low back pain, blood glucose abnormal and mammogram abnormal. Concomitant products included evra (ortho evra) for genital bleeding as well as anaesthetics (anesthesia), fluocinonide and salbutamol (proventil). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("numerous infections"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), uterine enlargement ("uterine enlargement"), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal wall pain"), pain in extremity ("legs pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with metoprolol tartrate, gabapentin, omeprazole, tramadol, analgesics, surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (performed total laparoscopic hysterectomy with bilateral salpingectomy to remove essure.) And surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage and migraine had resolved and the infection, hot flush, menorrhagia, bladder disorder, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine enlargement, back pain, abdominal pain upper, abdominal pain, pain in extremity and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016, pelvic ultrasound has shown the uterus to measure 9.4 x 5.2 x 4.5 cm with a volume of 116 ml. The ovaries had a normal appearance. On (B)(6) 2016, uterus and cervix weight: devoid of adnexa, 106 grams dimensions: 9.7 x 6.0 x 4.5 cm. Shape: pear. Serosa: smooth. Cervix: 3.9 cm in diameter. The ectocervix is pink, smooth and glistening. External as: slit-like, 9 mm patent. Endometrial cavity: 5.5 x 3.0 cm, triangular. Endometrial thickness: 1 mm. Endometrial appearance: tan-red. Myometrial thickness: 1.8 cm. Fallopian tubes right tube: 8.0 x 0.8 cm. Descriptive features: pink to dark red, smooth glistening outer surface with free fimbriated end and a small wire present within the lumen. Left tube: 7.0 x 0.8 cm. Descriptive features: pink-tan, grossly unremarkable, slightly congested tube with a free fimbriated end and a wire within the lumen of the proximal fallopian tube segment. Concerning the injuries reported in this case, the following one/ones were reported via social media: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc and the event urinary problems was coded separately. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("chronic bleeding, abnormal bleeding (general), excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 45-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 ((B)(6) 1991), emphysema pulmonary, insomnia, esophageal reflux, depression, uterine bleeding, herpes simplex, pre-diabetes, essential hypertension, night sweat, colonoscopy in 2014, gravida, termination of pregnancy - elective, dysplasia, reactive airways disease and benign tumour excision. Patient had no hyperplasia or malignancy encountered. Previously administered products included for an unreported indication: oral contraceptive nos, ibuprofen 800 mg, ibuprofen, tramadol, gabapentine, omeprazole and metoprolol. Concurrent conditions included overweight, rubber sensitivity, smoker, uterine leiomyoma, nabothian cyst, adenomyosis, sore throat since (B)(6) 2016 and gastrooesophageal reflux disease. Family history included cancer (father), diabetes (mother), hypertension, colon cancer on (B)(6) 2014, nicotine dependence, chronic sinusitis, allergic rhinitis, gastritis, constipation chronic, cyst breast, menometrorrhagia, pain in hip, low back pain, blood glucose abnormal and mammogram abnormal. Concomitant products included evra (ortho evra) for genital bleeding as well as anaesthetics (anesthesia), fluocinonide and salbutamol (proventil). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, 1 year 6 months after insertion of essure, the patient experienced uterine enlargement ("uterine enlargement"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("numerous infections"), bladder disorder ("bladder or urinary problems or changes"), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal wall pain"), pain in extremity ("legs pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with metoprolol tartrate, gabapentin, omeprazole, tramadol, analgesics, surgery (performed total laparoscopic hysterectomy with bilateral salpingectomy to remove essure.).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, migraine, back pain, abdominal pain upper, abdominal pain and pain in extremity had resolved and the infection, hot flush, menorrhagia, bladder disorder, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine enlargement and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016, pelvic ultrasound has shown the uterus to measure 9.4 x 5.2 x 4.5 cm with a volume of 116 ml. The ovaries had a normal appearance. On (B)(6) 2016, uterus and cervix weight: devoid of adnexa, 106 grams dimensions: 9.7 x 6.0 x 4.5 cm. Shape: pear. Serosa: smooth. Cervix: 3.9 cm in diameter. The ectocervix is pink, smooth and glistening. External as: slit-like, 9 mm patent. Endometrial cavity: 5.5 x 3.0 cm, triangular. Endometrial thickness: 1 mm. Endometrial appearance: tan-red. Myometrial thickness: 1.8 cm. Fallopian tubes right tube: 8.0 x 0.8 cm. Descriptive features: pink to dark red, smooth glistening outer surface with free fimbriated end and a small wire present within the lumen. Left tube: 7.0 x 0.8 cm. Descriptive features: pink-tan, grossly unremarkable, slightly congested tube with a free fimbriated end and a wire within the lumen of the proximal fallopian tube segment. Concerning the injuries reported in this case, the following one/ones were reported via social media: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet received. Events outcome updated for events stomach pain, abdominal wall pain, back pain and leg pain. Product ,patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("chronic bleeding, abnormal bleeding (general), excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. C35241) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 ((B)(6) 1991), emphysema pulmonary, insomnia, esophageal reflux, depression, uterine bleeding, herpes simplex, pre-diabetes, essential hypertension, night sweat, colonoscopy in 2014, gravida, termination of pregnancy - elective, dysplasia, reactive airways disease and polyp removal. Patient had no hyperplasia or malignancy encountered. Previously administered products included for an unreported indication: ibuprofen 800 mg and oral contraceptive nos. Concurrent conditions included overweight, rubber sensitivity, smoker, uterine leiomyoma, nabothian cyst, adenomyosis and sore throat since (B)(6) 2016. Family history included cancer (father), diabetes (mother), hypertension, colon cancer on (B)(6) 2014, nicotine dependence, chronic sinusitis, allergic rhinitis, gastroesophageal reflux disease, gastritis, constipation chronic, cyst breast, menometrorrhagia, pain in hip, low back pain, blood glucose abnormal and mammogram abnormal. Concomitant products included evra (ortho evra) for genital bleeding as well as anaesthetics (anesthesia), fluocinonide and salbutamol (proventil). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("numerous infections"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), uterine enlargement ("uterine enlargement"), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal wall pain") and pain in extremity ("legs pain"). The patient was treated with metoprolol tartrate, gabapentin, omeprazole, tramadol, analgesics, surgery (performed total laparoscopic hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and migraine had resolved and the infection, hot flush, menorrhagia, bladder disorder, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine enlargement, back pain, abdominal pain upper, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, pain in extremity, pelvic pain, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure, while not reported for uterine haemorrhage. The reporter commented: it was reported that plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016, pelvic ultrasound has shown the uterus to measure 9.4 x 5.2 x 4.5 cm with a volume of 116 ml. The ovaries had a normal appearance. On (B)(6) 2016, uterus and cervix weight: devoid of adnexa, 106 grams dimensions: 9.7 x 6.0 x 4.5 cm. Shape: pear. Serosa: smooth. Cervix: 3.9 cm in diameter. The ectocervix is pink, smooth and glistening. External as: slit-like, 9 mm patent. Endometrial cavity: 5.5 x 3.0 cm, triangular. Endometrial thickness: 1 mm. Endometrial appearance: tan-red. Myometrial thickness: 1.8 cm. Fallopian tubes right tube: 8.0 x 0.8 cm. Descriptive features: pink to dark red, smooth glistening outer surface with free fimbriated end and a small wire present within the lumen. Left tube: 7.0 x 0.8 cm. Descriptive features: pink-tan, grossly unremarkable, slightly congested tube with a free fimbriated end and a wire within the lumen of the proximal fallopian tube segment. Concerning the injuries reported in this case, the following one/ones were reported via social media: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 26-jan-2018: pfs and medical records received: new reporters, patient demographic information, lot no, new events hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, migraines, headaches, dysmenorrhea, dyspareunia, pelvic pain, fatigue, weight increased, uterine enlargement, back pain, abdominal pain upper, pain legs . Event chronic bleeding amended to chronic bleeding, abnormal bleeding (general), excessive bleeding. Outcome for the events pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraines added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('chronic bleeding, abnormal bleeding (general), excessive bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 43-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2014, multigravida, parity 1 (13jul1991), emphysema pulmonary, insomnia, esophageal reflux, depression, uterine bleeding, herpes simplex, pre-diabetes, essential hypertension, night sweat, gravida, termination of pregnancy - elective, dysplasia, reactive airways disease, benign tumour excision and genital bleeding. Patient had no hyperplasia or malignancy encountered. Previously administered products included for an unreported indication: oral contraceptive nos, ibuprofen 800 mg, ibuprofen, tramadol, gabapentine, omeprazole and metoprolol. Concurrent conditions included sore throat since (B)(6) 2016, overweight, rubber sensitivity, smoker, uterine leiomyoma, nabothian cyst, adenomyosis and gastrooesophageal reflux disease. Family history included cancer (father), diabetes (mother), hypertension, colon cancer, nicotine dependence, chronic sinusitis, allergic rhinitis, gastritis, constipation chronic, cyst breast, menometrorrhagia, pain in hip, low back pain, blood glucose abnormal and mammogram abnormal. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) for genital bleeding as well as anaesthetics, fluocinonide and salbutamol (proventil). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines/ migraines/ headaches"), headache ("headaches") and fatigue ("fatigue"), 23 days after insertion of essure. On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes/ hormonal changes- describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced constipation ("gastrointestinal or digestive condition ¿ chronic constipation"). On (B)(6) 2016, the patient experienced uterine enlargement ("uterine enlargement/ other injury(ies) or complication(s)- please describe: uterine enlargement"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("numerous infections"), back pain ("back pain"), abdominal pain upper ("stomach pain"), abdominal pain ("abdominal wall pain"), pain in extremity ("legs pain") and gastrooesophageal reflux disease ("gastroesophagea re-flux disease/gastrointestinal or digestive system condition"). The patient was treated with analgesics, gabapentin, metoprolol tartrate, omeprazole, tramadol and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and performed total laparoscopic hysterectomy with bilateral salpingectomy to remove essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, migraine, back pain, abdominal pain upper, abdominal pain and pain in extremity had resolved and the infection, hot flush, menorrhagia, bladder disorder, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine enlargement, urinary tract disorder, gastrooesophageal reflux disease and constipation outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, infection, menorrhagia, migraine, pain in extremity, pelvic pain, urinary tract disorder, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that plaintiff's symptoms have resolved, though some remain. Current weight: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2016: pelvic ultrasound has shown the uterus to measure 9.4 x 5.2 x 4.5 cm with a volume of 116 ml. The ovaries had a normal appearance.; on (B)(6) 2016: uterus and cervix weight: devoid of adnexa, 106 grams dimensions: 9.7 x 6.0 x 4.5 cm. Shape: pear. Serosa: smooth. Cervix: 3.9 cm in diameter. The ectocervix is pink, smooth and glistening. External as: slit-like, 9 mm patent. Endometrial cavity: 5.5 x 3.0 cm, triangular. Endometrial thickness: 1 mm. Endometrial appearance: tan-red. Myometrial thickness: 1.8 cm. Fallopian tubes right tube: 8.0 x 0.8 cm. Descriptive features: pink to dark red, smooth glistening outer surface with free fimbriated end and a small wire present within the lumen. Left tube: 7.0 x 0.8 cm. Descriptive features: pink-tan, grossly unremarkable, slightly congested tube with a free fimbriated end and a wire within the lumen of the proximal fallopian tube segment.. Concerning the injuries reported in this case, the following one/ones were reported via social media: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: plaintiff fact sheet received : event added- constipation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("chronic bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and infection ("numerous infections"). The patient was treated with surgery (performed total laparoscopic hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage and infection to be related to essure. The reporter commented: it was reported that plaintiff's symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.